Manufacturer narrative:
Investigation findings identified multiple conditions during the procedure that fell outside the IFU-specified parameters: intraoperative contacts between the device and the metal suction tube, excessive force used, exceeding the maximum continuous use time, and insufficient irrigation. These deviations from the IFU are considered likely contributing factors to the reported outcome. This report does not constitute an admission that surgify medical or its employees caused or contributed to the event. If any further information becomes known that could change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
During a clinical study procedure (open spinal surgery), a small metal fragment dislodged from the burr. The device stayed intact otherwise; the fragment was fully retrieved intraoperatively, and no patient harm resulted.